Event description:
Dr (B)(6) reported injecting a pt with radiesse on (B)(6) 2011 into nasolabial folds. On (B)(6) 2011, the injection area was red and green and oozing blood and clear discharge. On (B)(6) 2011, dr (B)(6) stated that the pt developed alar tip necrosis due to a vascular injury. She was treated with oral augmentin, 875 mg twice daily, vitamin c and medrol dose pack. The pt was seen in his office on (B)(6) 2011, and is "doing better". Pt's recovery status was requested from dr (B)(6) on (B)(6) 2011 no further info was received.

Manufacturer narrative:
The device history records were not reviewed as the lot number was unk by the reporter.